Event description:
Boston scientific received information that this right atrial (ra) lead exhibited acute increase in pacing impedances to greater than 3,000 ohms detected through the patient's remote monitoring system. The patient was seen in the clinic one week prior and the impedances were 590 ohms. It was believed that this lead was fractured. The clinic tried to contact the patient to have them come in for follow-up; however, their number is disconnected. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was surgically capped and abandoned due to out of range impedances. No additional complications were reported.